Event description:
On (B)(6) 2009, the patient reported experiencing issues with the check button of his infusion device. He stated that sometimes when he attempts to prime the infusion set, he must press and hold the check button a couple of times. He stated this has been happening for a while. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.